Manufacturer narrative:
(B)(4). Method: a number of requests for the return of the (B)(4) cosycot infant warmer were sent to the hospital but no complaint device was returned to fisher & paykel healthcare (fph) for investigation. An fph technician visited the hospital to gather further information about the reported fault but was advised that the cosycot unit was not available for inspection. Our analysis is based on the initial information provided by the hospital. Results: the hospital reported that the base of an (B)(4) cosycot infant warmer was leaning towards one side. No patient consequence was reported as a result of this incident. Conclusion: without the complaint device we are unable to verify the alleged fault as reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service engineer in our us office that the base of an (B)(4) cosycot infant warmer was leaning towards one side. No patient consequence was reported.

Event description:
A hosp in (B)(6) reported to a fisher and paykel healthcare's (fph) service engineer in our us office that the base of an iw934jeu cosycot infant warmer was leaning towards one side. No pt consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further info from the hosp in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a f/u report once we receive further info from the hospital and have completed our analysis.